Event description:
It was reported that pump insulin gauge displayed amount different than what caller expected, showing a lower fill estimate than expected earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support advised customer to call back for troubleshooting if active fill estimate issue occurred again, which caller acknowledged.